Event description:
A home patient reported finding 7 minicaps which appeared to not have any betadine in the cap. According to the home patient there was no patient injury and no medical intervention.